Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic hernia procedure, while using the necessary torque and pressure for tacking, the three devices shaft were bent and cracked. One device had a complete separation of shaft from the handle. Replaced by a new device to complete the case. No injury.